Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation, a 3.00 x 24mm synergy ii drug-eluting stent was advanced but unable to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Synergy ous mr 3.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the stent with stent struts lifted and stretched from their crimped position. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.